Manufacturer narrative:
H3, h6: it was reported that during a total hip replacement procedure the plus sl-plus sbg ipa mia offset adapter modular attachment broke outside of the patient. The device, used in treatment, was returned for investigation. Upon visual inspection, the reported failure mode could be confirmed. There was a fracture at the connection between the contact pin and the body of the adapter. A batch record review was performed, but no deviations were found which could relate to the occurred fracture of the device. For the specific batch number no similar complaint can be found. For the specific article number several complaints were recorded reporting a fracture. This instrument is designed to hold and guide the detachable rasps for broaching. It is therefore subjected to repeated impact forces via the modular knock plate or the pneumatic woodpecker. Previous investigations demonstrated, that under specific circumstances, this device may fracture during impaction. An optimized design of the device has been released in order to reduce the occurrence of this issue. S+n will monitor this device for similar issues. The returned device will be discarded. (B)(4).

Event description:
It was reported that, during a thr procedure, the plus sl-plus sbg ipa mia offset adapter modular attachment broke outside of the patient. No pieces fell inside of the wound. No injuries, or surgical delays reported.